Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported there were air bubbles in her infusion set tubing near the insertion site. Her blood glucose was 398 mg/dl. Troubleshooting was performed. Customer stated the insulin pump was not rewound with the reservoir in place. Following an infusion set change, air bubbles persisted in the reservoir. The customer was advised to change the set and monitor issue.